Manufacturer narrative:
This is the same event as 3010536692-2015-00689, -00690. Report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised for pain. Possible infection. Cultures done.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.